Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 therapy for continuous ambulatory peritoneal dialysis (capd). It was not reported if dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested as cloudy drainage and abdominal pain and was hospitalized. The cause of the peritonitis was unknown. The patient denied any break in aseptic technique. On an unreported date, the patient began treatment with vancomycin 500mg intravenous (IV) three times daily and ciprofloxacin 500mg orally. This event of peritonitis was ongoing and unchanged.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Additional information: further information was received from a consumer. On an unreported date, dianeal therapies were temporarily withdrawn. On (B)(4) 2012, the patient was hospitalized for a dialysate leak (onset date not reported). The patient still had peritonitis manifested by cloudy effluent. On an unreported date, the patient was treated with combination of unasyn, piperacillin, and tazobactam 4.5 g IV as loading dose (ld) then 2.25 g IV for peritonitis. On an unreported date, the patient underwent umbilical herniorrhaphy. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow up information was received by the patient. The patient was still experiencing abdominal pain and cloudy drain. As of the time of reporting the patient was still continuing with ongoing antibiotics. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.